Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis, confirmed the reported events related to mechanical issue but unable to confirm the reported allegation related to inflammation and perforation. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The standard inflate/deflate pump was leak tested, visually inspected, and examined using a microscope. Under the microscope, it was observed that the pump kink resistant tubing (krt) was fatigued and worn down to the filament; the outer layer of the pump bulb was worn as a result of wear against the pump strain relief and krt junction. No leaks were found. The spherical reservoir was visually inspected, leak tested and examined using a microscope. The reservoir had wear at folds in reservoir shell. There was a hole at the corner of a fold which led to a leak. The cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had a broken/detached outer tube and broken/detached fabric threads from the proximal cylinder body that was the result of sharp instrument damage consistent with explant damage. Cylinder 1 had a bulge when inflated with a syringe and a leak was present in proximal cylinder body. The krt of cylinder 1 was fatigued and worn down to the filament. Cylinder 2 had broken fabric threads at the fold in the cylinder body when inflated with a syringe. No leak was found. Both cylinders were not pressure tested due to the leak and bulge present. The identified fluid leak in the reservoir was the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component was chosen based on the failure with the reservoir that a fluid leak was identified. The adverse event of inflammation and perforation are known as of a risk of the device and is included in hazard analysis.

Event description:
It was reported that the patient had an inflatable penile prosthesis implanted on (B)(6) 2009. The patient had a loss of prosthesis functioning for about 20 days right after sexual intercourse with the appearance of bulging in the region of the base of the corpora cavernosa on the right. The physician indicated it was probably due to the rupture of the albugineal tunic on the right, and it is not possible to rule out rupture of the prosthesis. There was possible inflammation. The physician also indicated the need for surgical treatment with surgical exploration and removal of the current prosthesis. The device was removed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis, confirmed the reported events related to mechanical issue but unable to confirm the reported allegation related to inflammation and perforation. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The standard inflate/deflate pump was leak tested, visually inspected, and examined using a microscope. Under the microscope, it was observed that the pump kink resistant tubing (krt) was fatigued and worn down to the filament; the outer layer of the pump bulb was worn as a result of wear against the pump strain relief and krt junction. No leaks were found. The spherical reservoir was visually inspected, leak tested and examined using a microscope. The reservoir had wear at folds in reservoir shell. There was a hole at the corner of a fold which led to a leak. The cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had a broken/detached outer tube and broken/detached fabric threads from the proximal cylinder body that was the result of sharp instrument damage consistent with explant damage. Cylinder 1 had a bulge when inflated with a syringe and a leak was present in proximal cylinder body. The krt of cylinder 1 was fatigued and worn down to the filament. Cylinder 2 had broken fabric threads at the fold in the cylinder body when inflated with a syringe. No leak was found. Both cylinders were not pressure tested due to the leak and bulge present. The identified fluid leak in the reservoir was the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component was chosen based on the failure with the reservoir that a fluid leak was identified. The adverse event of inflammation and perforation are known as of a risk of the device and is included in hazard analysis.

Event description:
It was reported that the patient had an inflatable penile prosthesis implanted in (B)(6)2009. The patient had a loss of prosthesis functioning for about 20 days right after sexual intercourse with the appearance of bulging in the region of the base of the corpora cavernosa on the right. The physician indicated it was probably due to the rupture of the albugineal tunic on the right, and it is not possible to rule out rupture of the prosthesis. There was possible inflammation. The physician also indicated the need for surgical treatment with surgical exploration and removal of the current prosthesis. The device was removed.

Event description:
It was reported that the patient had an inflatable penile prosthesis implanted in (B)(6) 2009. The patient had a loss of prosthesis functioning for about 20 days right after sexual intercourse with the appearance of bulging in the region of the base of the corpora cavernosa on the right. The physician indicated it was "probably due to the rupture of the albugineal tunic on the right, and it is not possible to rule out rupture of the prosthesis." There was possible inflammation. The physician also indicated the need for surgical treatment with surgical exploration and removal of the current prosthesis.